Event description:
During product evaluation by a baxter service technician, a flogard infusion pump was found to have a damaged power cord. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. A visual inspection and a power-on self test was performed on the device. The cause of the damaged power cord could not be determined with the provided information. The power cord was replaced to resolve the condition. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.